Event description:
Patient (B)(6), a (B)(6) female was enrolled in (B)(4), an observational, unblinded, multi-site study designed to collect data on patients with medically refractory seizure disorders and implanted with a model 106 vns therapy system from baseline through an (B)(6) stay of up to 5 days. On (B)(6) 2012, the patient was hospitalised for implantation of the device. Implantation with vns was on (B)(6) 2012 at 11:00 am, with serial number (B)(4). Lead number was not provided. On the same day after implantation of vns, the patient's hospitalisation was prolonged after experiencing a single episode of bleeding (subcutaneous in place of the device) of moderate severity. The bleeding complication was discovered around 9:00 pm, post operation after the patient reported local pain. In response to the event, surgical revision was undertaken on (B)(6) 2012 at 3:30 am. The surgical procedure included reopening of the skin in the patient's arm, visualisation of subcutaneous haematoma, removal of medical device, coagulation of bleeding vessel, re-implantation of stimulator and suture. Abbreviated r-wave testing was repeated and the results were considered acceptable. On (B)(6) 2012, the event of bleeding resolved however there was post-operative trauma pain lasting until (B)(6) 2012. Hospitalisation was prolonged until (B)(6) 2012. In the opinion of the investigator, the event of bleeding (subcutaneous in place of the device) was definitely related to the study procedures and not related to the device.

Event description:
Review of the manufacturer's implant card documented normal device function with vns systems diagnostics testing at the implant surgery on (B)(6) 2012.